Event description:
Consumer sent e-mail stating that upon removing the tampon, she noticed the cotton was pulled apart as if it was getting snagged on something. The cotton was pulling at the end, similar to pulling apart a cotton ball. No injury was reported.